Manufacturer narrative:
(B)(4). Insulin pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
It was reported that reservoir connection to the insulin pump was loose. The customer¿s blood glucose level was 115 mg/dl. The insulin pump will be returned for analysis.